Event description:
It was reported that the right atrial lead dislodged about 1 week post implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.